Manufacturer narrative:
Results: the handle was undamaged. The nose cone was removed from the handle body and was undamaged. The nose cone was tested using pin gauges and was found to be within specification. Conclusions: evaluation of the returned handle revealed an undamaged, functional device. The handle was tested using a handle test fixture and performed within specification. The handle was also able to detach a demonstration ruby coil without an issue. The reported complaint could not be confirmed. The cause of the reported complaint could not be determined. Evaluation of the returned ruby coil revealed the pull tube and pull wire were completely retracted out of the pusher assembly and the pusher assembly had bends and kinks throughout the length of the device. These damages were likely incidental to the reported complaint. Penumbra handles and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00052 and 3005168196-2020-00053.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00052, 3005168196-2020-00053.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician placed a ruby coil in the target vessel using the handle, but the pusher assembly of the ruby coil became stuck in the handle; subsequently, the physician was able to remove the pusher assembly from the handle. The physician then placed another ruby coil using the handle, and the same issue occurred; therefore, the physician decided not to use the handle for the remainder of the procedure. The procedure was completed using two pod packing coils and another handle. There was no report of an adverse effect to the patient.